Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif for a femoral trochanteric fracture. When the surgeon tried to wind the cable using a hospital-owned cerclage passer, the cable passing tube was out of sterilization and could not be used for surgery. The cable passing tube in question has been purchased at the hospital, and sterilization valid unit was until (B)(6) 2024. The surgeon used a hospital-owned mild steel wire for surgery, and there was no problem with fixation. The surgery was completed successfully without any surgical delay. Patient was stable. This report is for a cable passing tube-sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review a manufacturing record evaluation was performed for the finished device product code # 03.221.012s. Lot # 1100p36. The product was released on: 18-aug-2022. Manufacturing site:jabil bettlach. Expiry date:01-aug-2024. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.